Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that during operation, the needle and thread were separated repeatedly in the products of same batch. There was no patient injury.